Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient had a perigee mesh implanted in 2011. The patient stated the right side was "too tight", which prevented good sex." The patient underwent a revision surgery on (B)(6) 2013, the physician "released (cut)" the right side of the mesh. The device remains implanted. No additional patient complications have been reported in relation to this event.